Manufacturer narrative:
D10: ((B)(6)) 02-012-44-3011 logic tibia implant psc insert, sz 3, 11mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2022-00995. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 45 months after a left total knee replacement procedure, the patient underwent a revision surgery and has experienced prosthesis wear, pain and swelling discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss. No further issues or complications were reported. No additional information is available. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and instability. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.